Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
(B)(6), a cicu rn, called into the emergency support program line requesting guidance after a balloon catheter perforation. She reported blood in the helium tubing prior to disconnecting from the pump. Esp personnel advised sending the pump to biomed with a note stating possible blood entry. (B)(6) stated the balloon catheter remained in the patient due to resistance during removal, with a plan for emergent or surgical cut down. The physician removed the sheath but was unable to remove the catheter. Esp personnel collected available product details and arranged for a biohazard kit to return the catheter to getinge. (B)(6) had no further questions. No harm or injury to the patient was reported.